Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the advia chemistry xpt instrument. The cse analyzed the instrument and replaced the spectrophotometer lamp. The cse returned the instrument to an operational status. The cause of the discordant creatinine (cre_2c) test result on multiple samples was the spectrophotometer lamp malfunction. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
Discordant creatinine (cre_2c) test results were obtained on multiple samples on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on the same advia chemistry xpt instrument and corrected reports were provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine test results.